Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw45 device was received in good visual condition and with six tr45w cartridges present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws eventually completely close prior to firing? Not completely in the distal part. Please explain what is meant by, bad staple formation? Not completely closed staples in the distal part. What was the appearance of the deployed staples (b-shape, irregular)? Not completely closed staples in the distal part. Were any staples missing from the staple line? No. Did the device fully cut? No, it was stuck and did not cut in the distal portion. How much blood was loss (ml)? Minimum.

Event description:
It was reported that during a thoracoscopy for biopsy procedure, the surgeon claims that the stapler locked and did not close completely the jaws, which resulted in bad staple formation and some bleeding. Another like device was used to complete the procedure.